Event description:
It was reported that a 48-year-old hispanic female patient who underwent primary breast augmentation surgery with two unspecified saline breast implants experienced bilateral deformity post procedure. Patient has a loss of volume in both breast implants. A mammogram was performed, but no did not confirm deflation. As a result, patient had an explantation on (B)(6) 2022. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deformation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On august 31, 2022, after further review of file by clinician it was determined that patient only experienced bilateral anisomastia. Reason for device explant and/or reoperation: anisomastia. On september 2, 2022, mentor became aware that patient's impacted device is a 300cc mentor smooth round moderate profile saline breast implant, catalog: 3501645, lot 5527927. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On september 13, 2022, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on october 6, 2022. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the sal smooth rnd diap 300cc breast implant was found to have an area of missing material within a tear on the posterior view, measuring approximately 0.4 x 0.6 cm and 2.1 cm respectively. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).